Event description:
The reamer is damaged and caused metal debris in the joint.

Manufacturer narrative:
Examination of the submitted reamer confirmed the reported damage. The reported debris in patient was non-verifiable. The submitted reamer reveals evidence of significant scoring/wear. Dimensional evaluation did not find the reamer to be oversized. A search of the complaint database did not reveal any trends for product code. The root cause is being attributed to extended service/wear out. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will re-opened.